Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, during temperature tests, they notice that the arctic sun device cools properly, but when heating, it takes far too long to reach the target of 30 degrees. They also notice that the flow rate value was not correct in any case (for cooling and heating); the flow rate was below 1.

Manufacturer narrative:
The initial reporter's facility name: hospital (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not heating at an appropriate speed. Tech confirmed that unit was not heating as there was no flow. Circulation pump was replaced. Cracks on level sensor. Level sensor was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, during temperature tests, they notice that the arctic sun device cools properly, but when heating, it takes far too long to reach the target of 30 degrees. They also notice that the flow rate value was not correct in any case (for cooling and heating); the flow rate was below 1. Per sample evaluation results on 30jan2026, cracked level sensor.